Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient received a vibratory notification on (B)(6) 2021 for post-paced t-wave over-sensing from their implantable cardioverter defibrillator. Patient came into the clinic and programming changes were recommended. The patient came into the clinic again on (B)(6) 2021, where the device was reprogrammed accordingly. Patient had no consequences.